Manufacturer narrative:
Upon investigation of this incident, it was determined that there was a delay in orders crossing each day at the same time. The technical support specialist mentioned that the customer had resolved the issue by fixing the iest reports, which had caused the problem. The system functioned as intended after the customer resolved the issue. D4 & h4: server serial number not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, there was a delay in med orders being transmitted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.